Event description:
The manufacturer received information alleging a patient experienced ventilator inoperative alarm occurred while using a trilogy 100 device. The device was replaced with another device. There was no allegation of serious or permanent harm or injury. No medical intervention was specified by the patient. The trilogy 100 device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that error cods, dsp motor failure and dsp maximum host reboots, were observed in the device's error log. The service technician further evaluated and determined the blades were locked caused by the motor blower assembly had caused the motor failure and the system printed circuit assembly (pca) caused the maximum host reboots to occur on the device. In conclusion, the motor assembly and system pca were replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the speaker was replaced to address for another error code, speaker 2 failure, which was observed on the device's error log. This was unrelated to the reportable issue.